Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The weld on the indexing handle had fractured. Visual inspection of the complaint sample observed deformation which could have been caused by external forces being applied which have deformed and fractured the component suggesting this instrument has had a sudden significant impact, such as inadvertently dropping of the reamer handle. The device history record (DHR) was reviewed and no discrepancies were found. No further investigation is required. Device available for evaluation updated to include date device returned for evaluation. (B)(4).

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. The distributor has communicated to greatbatch medical the occurrence date of the event is unknown. Complaint information was provided by (B)(4). Device not been returned to manufacturer.

Event description:
It was reported that during an unknown patient procedure the weld failed connection at the handle to main body of the device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.